Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation in used and decontaminated condition. Visual and functional testing was performed. The customer's reported issue was confirmed, as the device displayed a red screen when powering on. The root cause was a software issue. Software version 4.3 was installed to correct the issue. Cadd solis device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that while upgrading, the device locked up and had a red screen. There was no delay in therapy. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.